Event description:
It was reported that the lv lead was not capturing following implant. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.